Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 06/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five months and twenty days post port placement, patient allegedly experienced infection at the catheter site in the neck and was determined that the port did cause staph infection. It was further reported that the patient was given with bactrim to treat infection. Reportedly, the port was removed. The current status of the patient was unknown.

Event description:
It was reported that five months and twenty days post port placement, patient allegedly experienced infection at the catheter site in the neck and was determined that the port did cause staph infection. It was further reported that the patient was given with bactrim to treat infection. Reportedly, the port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Three electronic photos were provided for review. The photos show the patient in bed showing the mild redness noted in the neck area. However, the investigation is inconclusive for the reported adverse event issue as there was no confirmation that the device caused the redness. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2022), g3, h6 (method). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: although the physical device was not returned for evaluation, three electronic photos and medical record were provided for review. The photos show the patient in bed showing the mild redness noted in the neck area. Medical record review states that patient underwent port placement procedure. Patient was diagnosed with cellulitis of the chest wall, mrsa, mssa, envenomation, fixed drug eruption, foreign body and contact dermatitis. Culture study of foreign body (venous port) showed rare gram-positive cocci staphylococcus aureus. Therefore, it can be confirmed that the patient experienced cellulitis and bacterial infection. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint can be confirmed. A definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that five months and twenty days post a port placement for the treatment of ovarian cancer, the patient allegedly developed with bacterial infection. It was further reported that patient developed with chest wall cellulitis due to port infection. Reportedly, the infected port was removed. The current status of the patient was unknown.